Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the day of the event the patient was watching tv when they experienced headache, sweating, and vomiting. A fingerstick was taken and the cgm was reading low, and the blood glucose reading was 462 mg/dl. Emergencies were called, and when the paramedics took a fingerstick the cgm reading was low, and the blood glucose reading was 486 mg/dl. The patient was brought to the hospital where they were treated with insulin given per injection. The patient stayed at the hospital for a total of 3 days. At the time of the report the patient was stable and in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.